Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be paired with multiple merlin-at-home transmitters. The device was also not communicating with rf through the programmer. Review of session records noted that the rf was not functioning due to rf internal error. Device download was performed and rf telemetry functionality was restored. The patient will be followed normally.